Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with cystoscopy and anterior colporrhaphy on (B)(6) 2011 due to pelvic organ prolapsed and mesh was implanted. It was reported that patient experienced pain, urinary problems, bowel problems, organ perforation, recurrence, dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 9/9/2016.